Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that he received air bubbles in his reservoir when he filled it with insulin. The customer stated that the location of the air bubbles is on the bottom of the reservoir near the o-rings. The customer stated that he kept his insulin in the refrigerator. The customer was advised to call back if he experience air bubbles that are larger than champagne size.